Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-feb-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed. A field service engineer discovered that the station¿s drawers were not detected on the bus. A field service engineer attempted to resolve the issue by logging into the windows desktop to access the firewall to prevent the network card from being blocked. After inspecting the communication sled, it was found that none of the leds for communication or heartbeat were illuminated. A field service engineer successfully powered down the station, replaced the communication sled, and reassembled all components before powering the inspection back on. Subsequently, the station was allowed to fully boot up in order to test the functionality of the communication sled. The drawer was successfully detected on the bus, and all drawers were now fully functional and accessible to the customer. The customer was able to log into the user application and access the compartments without any malfunctions or delays occurring. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.